Manufacturer narrative:
Additional information: d10 - date returned to mfg: (B)(6) 2020, h10: the new device was received for evaluation. The product was leak tested per product specification. There was no leakage along the fluid path. The complaint of leakage could not be confirmed. A lot review was performed with no issues found.

Manufacturer narrative:
The device was reported to be discarded and did not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The events occurred between (B)(6) 2019 and (B)(6) 2019 and involved primary plumsets, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that leaked at the three holes of the filter which causes a blockage of the tubing while infusing unspecified chemotherapy drugs. The system was returned to the pharmacy to prepare the assembly again, reporting a loss of 30ml of medication that was found in the tubing set. There was no patient involvement and no patient harm.